Event description:
End user reported that you have to push the battery against the grpl450-1 patient lift for the lift to work, intermittently. User advised he was being lifted up and the unit got stuck, caregiver was trying to get the lift to work and user was going back and forth, in the sling, causing him to hit his right big toe against the bottom part of the lift and sustain a cut, was bleeding. Enduser advised put ointment and a bandage on toe, bleeding stopped so he did not seek medical attention. Invacare spoke with dealership and was advised that they speak with the end user once a month, spoke with end user on (B)(6) 2015 and he did not advised of any issues with unit.